Event description:
It was reported that during the procedure in the heavily calcified and tortuous iliac artery, the fox plus dilatation catheter was advanced to the target lesion and the balloon was inflated to 8 atmospheres. A balloon rupture occurred and the device was removed from the patient anatomy without resistance. Dilatation was completed with another same device. There was no adverse patient effect and no clinically significant delay. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion site was described heavily calcified, which likely caused the reported balloon rupture. If the balloon experiences mechanical damage during the procedure, such as interaction with a calcified lesion, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. The reported balloon rupture appears to be related to interaction with the lesion calcification and there is no indication to suggest a product quality deficiency.